Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12730. It was reported the patient experiences unintended stimulation in the lower extremities instead of the lower back, the established pain pattern. The patient was reprogrammed successfully, but a few days later the stimulation again moved to lower extremities. It was reported the surgeon suggested explant of the system and patient is considering this option.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.